Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed was in the critical care unit (ccu). They could not get the patient temperature to read on the arctic sun device and were getting alarm 14 (patient temperature 1 out of range). Nurse had two devices and a new temperature in cable. Currently they have device with serial number 1609 connected to the patient and the temperature only displays as dashes. Nurse had biomed move the temperature in cable from temperature port 1 to temperature port 2. Temperature port 2 also displayed dashes. The nurse stated that they have tried 7 probes with combination of rectal and esophageal. Mis asked biomed to try the other temperature in cable. Only dashed displayed. A rectal probe was current connected to their bedside monitor and reads there. Mis asked biomed to connect the rectal probe that reads on the bedside monitor and the temperature displayed on the arctic sun device. The nurses stated that sometimes the temperature comes in and out. Mis explained that indicates a problem with either the probe or the temperature in cable. Biomed replaced the temperature in cable earlier. Nurse flexed the cable and the patient displayed temperature remained the same.

Event description:
It was reported that biomed was in the critical care unit (ccu). They could not get the patient temperature to read on the arctic sun device and were getting alarm 14 (patient temperature 1 out of range). Nurse had two devices and a new temperature in cable. Currently they have device with serial number (B)(6) connected to the patient and the temperature only displays as dashes. Nurse had biomed move the temperature in cable from temperature port 1 to temperature port 2. Temperature port 2 also displayed dashes. The nurse stated that they have tried 7 probes with combination of rectal and esophageal. Mis asked biomed to try the other temperature in cable. Only dashed displayed. A rectal probe was current connected to their bedside monitor and reads there. Mis asked biomed to connect the rectal probe that reads on the bedside monitor and the temperature displayed on the arctic sun device. The nurses stated that sometimes the temperature comes in and out. Mis explained that indicates a problem with either the probe or the temperature in cable. Biomed replaced the temperature in cable earlier. Nurse flexed the cable and the patient displayed temperature remained the same. Per technical support or biomed via phone on 15feb2023, it was reported that therapy was completed and there was no impact to the patient. The patient was a female in 60¿s. Nurse changed the temperature probe and the device was working and back in circulation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that biomed was in the critical care unit (ccu). They could not get the patient temperature to read on the arctic sun device and were getting alarm 14 (patient temperature 1 out of range). Nurse had two devices and a new temperature in cable. Currently they have device with serial number (B)(6) connected to the patient and the temperature only displays as dashes. Nurse had biomed move the temperature in cable from temperature port 1 to temperature port 2. Temperature port 2 also displayed dashes. The nurse stated that they have tried 7 probes with combination of rectal and esophageal. Mis asked biomed to try the other temperature in cable. Only dashed displayed. A rectal probe was current connected to their bedside monitor and reads there. Mis asked biomed to connect the rectal probe that reads on the bedside monitor and the temperature displayed on the arctic sun device. The nurses stated that sometimes the temperature comes in and out. Mis explained that indicates a problem with either the probe or the temperature in cable. Biomed replaced the temperature in cable earlier. Nurse flexed the cable and the patient displayed temperature remained the same. As per technical support or biomed via phone on 15feb2023, it was reported that therapy was completed and there was no impact to the patient. The patient was a female in 60¿s. Nurse changed the temperature probe and the device was working and back in circulation.